Manufacturer narrative:
The device was returned for analysis. The reported tip material separation was able to be confirmed. The reported premature activation was unable to be replicated in a testing environment due to the condition of the returned device. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, the 5.5x100mm supera self-expanding stent was placed at the lesion site and the stent was deployed by itself after pushing the thumbslide for the very last time; however, without opening the deployment lock. It should be noted that the supera peripheral stent system instructions for use states: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. The reported deviation of the instructions for use does not appear to have caused/contributed to the reported difficulties as the stent was reportedly fully deployed prior to this step. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during deployment, after pushing the thumbslide for the very last time, interactions with the anatomy and/or manipulation of the device inadvertently resulted in the stent to fully deploy without opening the deployment lock. During device removal interaction with the deployed stent and/or other devices inadvertently resulted in the reported tip separation/noted inner member/tip jacket separations. As reported the tip was able to be retrieved over the guide wire and flushed into the sheath, where it could easily be retracked. The noted kinked outer sheath likely occurred due to handling or during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6 - medical device problem code 2017 clarifier - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a popliteal artery. The 5.5x100mm supera self-expanding stent was placed at the lesion site and the stent was deployed by itself after pushing the thumbslide for the very last time; however, without opening the deployment lock. The result looked great and under fluoroscopy it was checked again and a shadow was noted. A second 5.5x120mm supera stent was deployed with an overlay as it was a long area of the popliteal artery to treat. Fluoroscopy revealed that the shadow had moved. It was noted that that the tip of the first supera was missing once the delivery system was observed outside the anatomy. A non-abbott catheter was inserted in an attempt to pull the tip into the catheter; however, it was unsuccessful. The tip was able to be retrieved over the guide wire and flushed into the sheath, where it could easily be retracked. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.